Event description:
Information received by medtronic indicated that the insulin pump had multiple error alarms. The customer stated they were able to clear the alarm and complete to rewind the insulin pump and passed in self test. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Retainer ring = black. The device was returned for alleged an error in the motor was detected by reading unexpected value from hall sensor alarm and motor power supply voltage error detected. This is measured before each single pump stroke, and then continually measured periodically during the entire motor alarm found on (B)(6) 2022. The device passed the displacement test, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, and self test. No unexpected alarms/alerts noted during testing. Successfully utilized thump to download history files. The following insulin pump errors were found in downloaded device history/trace files: an error in the motor was detected by reading unexpected value from hall sensor alarm on (B)(6) 2022 at 18:35:39.000 (filenumber = 121 linenumber = 589). An error in the motor was detected by reading unexpected value from hall sensor alarm confirmed due to motor application registered voltage failure. Measured voltage is below threshold. An error in the motor was detected by reading unexpected value from hall sensor alarm confirmed due to hardware error, isolated to electronic stack. Motor power supply voltage error detected. This is measured before each single pump stroke, and then continually measured periodically during the entire motor alarm on (B)(6) 2022 at 18:35:39.000 (filenumber = 121 linenumber = 713). Motor power supply voltage error detected. This is measured before each single pump stroke, and then continually measured periodically during the entire motor alarm was a consequence of an error in the motor was detected by reading unexpected value from hall sensor alarm. Test p-cap and reservoir locked properly into reservoir compartment during testing. Device was cut open to perform visual inspection and found¿no evidence of physical or moisture damage¿on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: stained keypad overlay and pillowing keypad overlay. An error in the motor was detected by reading unexpected value from hall sensor alarm and motor power supply voltage error detected. This is measured before each single pump stroke, and then continually measured periodically during the entire motor alarm confirmed due to hardware error, isolated to electronic stack. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.